Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventilator alarmed for low tidal volume and high air leakage volume, with audible air leak sounds at the throat. The monitor alarmed for low oxygen saturation, which dropped to 85% and continued to decrease. The patient¿s blood pressure fell from 113/63 mmhg to 72/42 mmhg. Upon examination, it was found that the endotracheal tube cuff had ruptured and was air leaking. The endotracheal tube was immediately replaced, and the ventilator oxygen concentration was adjusted. After intervention, the patient¿s oxygen saturation returned to 99%, and vital signs stabilized.